Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Intermittent button press noted due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected empty reservoir alarm and no unexpected low reservoir alarms noted. The insulin pump functioned properly. Motor was tested outside the device and passed. No motor error alarms noted.